Event description:
It was reported that the pacemaker system has exhibited pacing inhibition with no asystole. The right ventricular (rv) lead had recorded high out of range pacing impedance measurements and noise. This ra lead has also shown a degradation in performance. Technical services (ts) was consulted and recommended possible solutions. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).